Manufacturer narrative:
In this publication, the authors have reported the site's experience of therasphere treatment in 1000 hcc patients which received 1577 treatments from december 2003 to march 2017. The literature reported laboratory toxicities (grade 3/4 albumin and bilirubin) and early mortality (30 days post treatment). The laboratory toxicities reported are non serious and anticipated events associated with the use of therasphere. Sixteen (16) patients had early mortality and died within the first 30 days after treatment, 13 patients were in the bad prognosis group (portal venous thrombosis +/- extrahepatic metastases). These 13 premature deaths were not related to treatment with therasphere. The 3 other patients, one in the t2 group (1 lesion < 5 cm) and 2 in t4a group (4 or more lesions, no pvt), died within the first 30 days after treatment. Therasphere as a contributing factor could not be ruled out in the death of these 3 patients with better prognosis. Follow up attempts have been made to contact the corresponding author to obtain additional information concerning the patient deaths attributed to therasphere. To date, no response has been received. It could not be confirmed if the patient deaths attributed to therasphere noted in the publication had been previously reported to the manufacturer at the time of occurrence during the 15-year period, nor could a relationship to therasphere be determined. If additional information is received to enable further investigation, a follow up report will be submitted.

Event description:
The literature 'institutional decision to adopt y90 as primary treatment for hepatocellular carcinoma informed by a 1,000-patient 15-year experience' was reviewed for post market surveillance. This is a prospective cohort study in 1000 hepatocellular carcinoma (hcc) patients treated with tare acquired over a 15-year period between december 1, 2003 and march 31, 2017. Survival outcomes and toxicity were reported: -early mortality: 16 patients died within 30 days (1.6% overall cohort mortality). 13 had pvt [portal venous thrombosis] +/- extrahepatic metastases, translating into 13/316=4% 30-day mortality in this high-risk group (unos [?]t4b). 3 patients (2 x unos t4a, 1 x unos t2 [solitary lesion]) died within 30 days in the lower risk group (unos t1-t4a), translating into 3/684=0.4% 30-day mortality. -toxicity: 49 (5%) and 110 (11%) patients developed grade 3/4 albumin and bilirubin toxicities, respectively. No patients developed radiation pneumonitis or gastritis. Eight (8) patients died within 8 weeks at outside centers with no laboratory follow-up available (3 x t4b, 4 x t4a, 1 x t1 [baseline child-pugh b8]). It could not be confirmed if the patient deaths attributed to therasphere noted in the publication had been previously reported to the manufacturer at the time of occurrence during the 15-year period, nor could a relationship to therasphere be determined.